Manufacturer narrative:
Continued d.10. Concomitant therapies: juvéderm® volite¿. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of pyelonephritis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected with 3.75mls of harmonyca with lidocaine into the zygomatic and mandibular regions, then a month later received 1.25mls of harmonyca with lidocaine into the submalar, zygomatic, and mandibular regions. About another month later, patient received 4mls of juvéderm® voluma¿ with lidocaine into the cheek, temple, and nasolabial and 1.5mls of juvéderm® volux¿ with lidocaine into the chin and mandible. A month later, patient received 3mls of juvéderm® volite¿ into the forehead, temple, cheek, perioral lines, and glabella and 0.9mls of juvéderm® volux¿ with lidocaine into the chin and jawline. About a month later, patient started experiencing abdominal pain sought care at the emergency room where they were diagnosed with pyelonephritis and admitted. Treatment was started on this date that included oral tramdol, dipyrone + scopalamine butylbromide, and ondansetron as well as intravenous ceftriaxone. Patient was ultimately discharged from hospital three days later and prescribed oral ciproflixacin and pantoprazole. The ondansetron and ceftriaxone stopped on this date. The patient continues to take the tramdol and dipyrone + scopalamine butylbromide as needed. 10 days after discharge from the hospital, patient was prescribed oral levofloxacin. The underlying event reportedly resolved when patient was discharged and was not related to the study device. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11021 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2024-11019 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2024-11020 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2024-11022 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2024-11023 (abbvie complaint #(B)(4)). This MDR is being submitted for the 6th suspect product, juvéderm® volux¿ with lidocaine.